Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported physician visit for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that when she removed the pod, there was a hard bump where the cannula was under the skin. Her blood glucose level reached 290 mg/dl. The pod was discarded. She went to her doctor due to the elevated blood glucose and the physician made adjustments to her settings as the bump was due to insulin that wasn't distributing properly.